Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, after 3 recaptures it was decided to resize to a 22mm device. The 25mm amulet was removed from the patient prior to release from the delivery cable. A new 22mm amplatzer amulet left atrial appendage occluder was chosen and decided to implant using the same delivery system. After 4 recaptures, the device was not meeting close criteria and a pericardial effusion developed. A pericardiocentesis was performed and the effusion was resolved after the intervention. The patient was reported recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received during procedure, the patient's left atrial pressure was 13 mmhg and activated clotting time (act) levels were 321s, 7000 units of heparin was administered. After 3 recaptures it was decided to resize to a 22 mm device. There was no additional product experience other than the mis-sizing occurred on the 25 mm amulet and it got removed from the patient prior to release from the delivery cable. A new 22 mm amplatzer amulet left atrial appendage occluder was chosen and decided to implant using the same delivery system. After 4 recaptures, the device was not meeting close criteria and a 12 mm circumferential pericardial effusion was developed. A cardiac tamponade was also noted. The physician mentioned the abbott device caused the effusion.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), "note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath." "Warning: if the device is retracted farther than the radiopaque markers, do not readvance the device or perform injections. The device and the delivery sheath must both be removed and replaced." Codes added: h6 health effect: clinical code: 2226 cardiac tamponade. H6 medical device problem code: 2682, 2017.